Event description:
It was reported that the suction/irrigator instrument tip broke and was unable to remove the instrument from the trocar during a da vinci esophagectomy procedure. No missing or fallen pieces were reported. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument snake wrist disc had been dislodged. The middle wrist disc of the suction irrigation had slipped out of place and as a result, the instrument could not be removed from the 8mm cannula. The cannula was returned with the instrument ((B)(4)). The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the dislodged snake wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.